Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon device interrogation, it was noted that the pacemaker was in backup vvi mode. No changes or interventions were done. There were no patient consequences.

Event description:
New information received notes that the patient presented in clinic on (B)(6) 2025 for device follow-up. The pacemaker was successfully restored back to normal on (B)(6) 2025 and the patient remained stable post-intervention.